Event description:
Reporter alleged obtaining the results of 483 mg/dl, 95 mg/dl, 352 mg/dl and 89 mg/dl on aviva system 1 compared back to back with the results of 144 mg/dl and 85 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.